Manufacturer narrative:
On 17-nov-2020, mentor received additional information regarding the patient's symptoms. The surgeon reported that even though hematoma was suspected pre-operatively, no hematoma was observed during the revision surgery. Updated reason for device explant and/or reoperation: capsular contracture, suspected hematoma on (B)(6) 2020, the product investigation was updated and closed. The statement regarding hematoma was removed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, hematoma. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture and hematoma. The patient had a consultation, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with a 400cc mentor memorygel breast implant (catalog #: 3505400bc, left serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 22-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).